Event description:
It was reported that during a left gonadal vein embolization, the physician determined where to deploy the coil, and that coil had deployed normally. Then, another upsized coil was used. The physician started to push it through the catheter and encountered resistance. He tried to manipulate the coil and the catheter, but still encountering resistance. Upon removing the coil, the physician stated that he felt a pop, and the coil had detached inside the catheter. With the coil fully within the catheter, the catheter was removed. The catheter was flushed, and the coil came out onto the sterile field. Upon flushing out, the physician noted that the coil started to unravel. A quick fluoroscopic image showed no parts off the coil were left behind. The physician finished the case. There was no patient injury nor surgical intervention. The patient was discharged the same day with no further issues.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
See h11.

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.